Event description:
The facility reported a colleague infusion pump with "pole guide damage". This condition had the potential to interrupt delivery. It is unknown when and where this event occurred. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "pole guide damage" was not confirmed by baxter personnel during product evaluation or in the event history log review. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed that the device has been serviced six times prior to this event. The device has not been previously sent into service for the reported condition of "pole clamp" related issues. During previous service on 4/19/2005 the pole clamp assembly was replaced for an unspecified reason. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.